Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported audio anomaly via phone call. Customer cannot did not mention their blood glucose reading. The issue reoccurred after troubleshooting with the customer. The insulin pump will be returning for analysis.